Event description:
The pump and catheter were removed due to infection. The pump was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.